Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to patient including, but not limited to: deep vein thrombosis (dvt), stenosis, caval thrombosis, thrombectomy, failed removal, and filter embedment. As a direct and proximate result, patient suffered life-threatening injuries and damages & require extensive medical care and treatment. As a further proximate result, patient has suffered & will continue to suffer significant medical expenses, pain and suffering, & other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Without images or procedural films for review, the reported stenosis could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced the events above include patient, pharmacological, lesion characteristics or other comorbidities. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to patient including, but not limited to: deep vein thrombus, stenosis, caval thrombosis, thrombectomy, failed removal, and filter embedment. As a direct and proximate result, patient suffered life-threatening injuries and damages & require extensive medical care and treatment. As a further proximate result, patient has suffered & will continue to suffer significant medical expenses, pain and suffering, & other damages.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to patient including, but not limited to: deep vein thrombus, stenosis, caval thrombosis, thrombectomy, failed removal, and filter embedment. As a direct and proximate result, patient suffered life-threatening injuries and damages & require extensive medical care and treatment. As a further proximate result, patient has suffered & will continue to suffer significant medical expenses, pain and suffering, & other damages.the following additional information was received per the patient¿s medical records: preoperative diagnosis was extensive deep vein thrombosis recurrence, patient received tpa for pulmonary embolism and extensive includingright iliac vein, femoral, superficial femoral vein (sev), and popliteal vein. The filter was deployed successfully deployed and patient tolerated procedure well.according to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 2 months post implantation. The patient reports blood clots, clotting, and/or occlusion of the ivc. Patient had a successful removal of the filter via an open abdominal procedure approximately 1 month post implantation. The patient also reports suffering from scroum oedema, low testosterone, numbness from nerve damage, shortness of breath, extreme obesity, and and anxiety.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b5 (event description) section b7 (relevant history race and medical history) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date) section d11 (concomitant medical products and therapy dates)\ unknown wire unknown sheath section g4 (date received by the manufacturer ) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the patient¿s medical records, the indication was extensive deep vein thrombosis recurrence. A tpa infusion was done for pulmonary embolism and extensive including right iliac vein, femoral, superficial femoral vein (sev), and popliteal vein. The filter was deployed successfully deployed and patient tolerated procedure well. The filter subsequently malfunctioned and caused injury and damages to patient including, but not limited to: deep vein thrombus, stenosis, caval thrombosis, thrombectomy, failed removal, and filter embedment. Per the patient profile form (ppf), the patient reports blood clots, clotting, and/or occlusion of the ivc. The patient underwent an unsuccessful percutaneous removal attempt approximately 46 days post implant. The next day, the patient had a successful removal of the filter via an open abdominal procedure. The patient also reports suffering from scrotum edema, low testosterone, numbness from nerve damage, shortness of breath, extreme obesity, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Shortness of breath is a known potential symptom associated with the use of the filter devices. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and obesity do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.